Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette the correct amount of diluent in well position d1 and did not give an error message. An ortho field service engineer was dispatched and could not duplicate the event. Fse replaced all plunger clamps and tip clamps and performed system operation checks. No death or serious injury was associated with this event.